Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from march 17, 2020 - march 19, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which did not clearly show image of leak at the fill port. The photos showed fluid inside a bag that contained the infusor device which suggested a leak may have occurred. The location of leak could not be determined from the photos. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.